Event description:
It was reported that a pt was experiencing numbness/tingling sensations in the right hand, "black orgasm", decreased sensitivity in the perineum, decreased sexual activity, constipation and decreased sensitivity in the rectum which led to incontinence of the stool. The pt was reported to be at home and the system was providing relief or helping with urinary symptoms. Further info is being requested from the hcp.

Manufacturer narrative:
Constipation sexual changes.

Manufacturer narrative:
Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. See also manufacturer¿s report 3004209178200804265 for the patient¿s other device issue. Correction. If information is provided in the future, a supplemental report will be issued.